Event description:
The customer reported via phone call that they accidentally dropped the insulin pump. Customer stated there was a crack at the base of their drive support shaft as a result. It was also found insulin sprayed out of the insulin pump when the customer attempted to rewind. The customer's blood glucose was 90 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked end cap, a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.